Event description:
It was reported that two instinct java screwdriver tips fractured during the operation. The broken pieces were retrieved and the same type of instrument was used complete the case. There was no reported patient harm.this is report two of two for the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information in d4: UDI number; d10; h3; h4; and h6 methods, results, and conclusions. The item number and lot number of the device match information listed in the complaint file. Visual inspection confirms that the tip of the device has fractured and is no longer usable. The complaint is confirmed. DHR review the DHR for lot # a2701901a was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimmer biomet¿s control. Potential root cause tip fracture or stripping of the final screwdriver shaft can occur when the driver is over torqued or when force is applied off-axis.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2020-00063.

Event description:
It was reported that two instinct java screwdriver tips fractured during the operation. The broken pieces were retrieved and the same type of instrument was used complete the case. There was no reported patient harm. This is report two of two for the event.